Event description:
In 7/97, the subject device was implanted during a posterior spinal fusion of t6-l3 or l4. Post-operatively it was discovered that the device had fractured. On 2/17/99 it was removed and replaced with another device.